Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was replaced due to premature eri. It is noted that there were only two shocks in the history of the device. Patient's condition was good after the procedure.